Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, before installing on system arm, monopolar curved scissors was noticed to have cable failure. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable.